Event description:
An angioplasty of the left iliac was performed to allow the introduction of the zenith introduction system in the contralateral leg. The placement procedure went fine, with no problems. The position and placement of the proximal part was correct, maintaining the renal arteries. There wasn't any problem in placing the iliac extension, with the maintenance of the hipogastric arteries. One extra extension was needed as the sizing of the product wasn't correctly done due to the inaccurate info of the cat scan, which wasn't done following the correct protocol. The angiogram performed at the end of the procedure showed the presence of clots at the distal aorta and left iliac artery. The renal arteries were patent and there was no sign of leaking. The assistant physician indicated fibrinolysis to treat the clot formation in the left iliac artery. At the beginning of the procedure, physician gave the anesthesiologist the protocol of heparin that should be followed. However, to physician's knowledge, it wasn't done correctly or may not have been administered through i.v. To the pt during the procedure. The pt later expired.